Event description:
"Caller alleged discrepant results compared with the lab . Results as follows:" date: 2009, inratio: 5.2, lab: 3.4. Testing between inratio and lab was performed within 30 minutes; both were venous draws. Patient also says that even when it is fingerstick at home, his inr reading on the meter is around 5.0. Patient has been on coumadin for 30 years.

Manufacturer narrative:
Returned meter. Retain strip ln 080693a. Sample from one therapeutic donor. One retain strip ln 080693a (strips were not returned as expected) was run using sample from a therapeutic donor in 2009, to check the functioning of the meter. Valid result of 2.0 was obtained. Meter and strip performed as expected. No deficiency found. Summary: user reported discrepant accuracy results. Improper user technique revealed. Both tests were performed using venous blood. Only fresh capillary blood should be used with the inratio meter. Technique reviewed. Meter returned but not strips. In-house investigation using one retain strip 080693a, one therapeutic donor, returned meter. Valid result obtained. Meter deficiency not established. Strip code (per saved meter memory data) not available in retain. No further investigation required. One (1) discrepant result complaint reported for lot # 211584pa due to this low occurrence rate, not further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required as no product deficiency was established.